Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref #(B)(4).

Event description:
Report from (B)(6) stated that the motor of the device rotates when the sleeve lever is in safe position. It is known that the device was not used during surgery. It is unk if injuries or medical intervention occurred. There was no add'l info provided.